Manufacturer narrative:
As the complaint meter was returned, I-sens analyzed the accuracy issue using the returned meter and retained strips. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%) which satisfied the internal standard in I-sens. Even when the meter was disassembled, there were no abnormalities such as inflow of blood/foreign substance into the connector or damaged pins. Therefore, it is judged that the product operated normally.

Event description:
They have been having issues with these glucometers. They have had three occurrences in the past few weeks where the readings have been off. Reporter was on one call where the patient's free style libre read 55 and the prism read 98. They re-checked after they started an IV and the prism read 102. After arrival to the hospital, they checked again, and it was now 33 on another meter. They swapped to a different monitor on that ambulance.

Manufacturer narrative:
As the complaint meter was not returned, I-sens analyzed the high reading issue with a retained meter and strips from the same lot. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%), which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.